Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that device is unable to self-check. Based on the information available, the root cause of the reported issue is not identified. Because after performed the operational check device is working fine without any issues. Device is working fine as per manufacturer's specifications after performed the operational check. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.